Event description:
Additional information was received from a foreign healthcare provider via a company representative. All the patient¿s symptoms disappeared. The patient could stand well on her legs again and was sent home today. The patient was hospitalized one night, after the catheter revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, product type: catheter. Other relevant device(s) are: product ID: 8731sc. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving dilaudid (hydromorphone) with concentration 4 mg/ml and clonidine with concentration 350 mcg/ml via an implantable pump. The daily dose rate was approximately 1.6 mg/ml. It was reported that the patient received a pump replacement on (B)(6) 2023. This patient had a synchromed ii pump 40 ml with a model 8731sc catheter (serial/lot number unknown). The patient was stable prior to the pump replacement. This benign pain patient has been stable for years. The hospital did not have any catheter access port (cap) kits available; therefore, the catheter was not aspirated. The new pump was filled via a pre-implant prime at the back table. The drug concentrations and doses were kept the same. It was noted that at this hospital, they do a pre-implant-pump prime during a pump replacement where there are no suspicions of catheter problems. The implanter on (B)(6) 2023 noticed that the catheter outlet was dry when disconnecting from the old pump. Nevertheless, it was chosen to connect the new pump after finishing the prime bolus. The hospital had called on (B)(6) 2023 noting symptoms of underdose (metallic taste, loss of taste). On (B)(6) 2023 the patient was called to the outpatient clinic as her symptoms increased, wobbly/trembling legs, muscle weakness, difficulty walking (could barely walk), general malaise, nausea, and having had no appetite. There was no return in pain. It was further indicated however that a physician suspected the unwanted effects may have masked the increase in pain. The hospital checked the pump logs an no anomalies were found. They checked the report of the old and the new pump, catheter length, concentration, daily dosage and everything matched. It was suspected that the concentration of the drugs was incorrect (although correctly labeled). The hospital pharmacist had however confirmed the delivered concentration. The next step was a therapeutic bolus of 10% and of the daily dose was given. The patient responded within half an hour and the effect ebbed away quickly. The daily dose was increased by 10% and another therapeutic bolus of 10% was given. Again, with reaction within half an hour, the effect quickly disappeared. An x-ray was performed and no abnormalities could be detected; the catheter tip was still at t8. The patient was given 4 tablets of oxycodone as supplementation. The complaints did not diminish. It was finally decided to request new prescription, aspirate the pump, and refill. After refill another therapeutic bolus of 10% was given. The hospital did not have a catheter access port (cap) kit available to aspirate the catheter. The patient was admitted overnight to intensive care unit (ICU). On (B)(6) 2023 the patient was doing so well that she was allowed to go home. The patient felt the cramps subsided and they could walk around on their own again. However, it was later further reported on (B)(6) 2022 that unfortunately the patient came back with similar symptoms as before. A catheter revision was scheduled to occur on (B)(6) 2023. The model 8731 catheter was to be replaced with a model 8781 catheter. The patient was now receiving 3 times 40 mg oxycodone and methadone 6 times daily, 5 mg if needed. The old/initial drug was sent back to the lab on (B)(6) 2023 to verify whether they had the correct concentration, but no lab results were not yet available.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s age and weight at the time of the event would not be made available. The serial/lot of the catheter associated with the event was unknown. The catheter was implanted in (B)(6) 2010. The date (B)(6) 2020 is considered an approximate date of catheter implant (specific month and year known only). The cause of the issue / underdose symptoms was an obstruction of the spinal catheter segment. A full catheter replacement was performed on (B)(6) 2023. The model 8731 catheter was replaced with a model 8781. The catheter was destroyed and therefore would not be returned to the manufacturer for analysis. Regarding the results of the further lab testing of the concentration of old/initial drug, no anomalies were found during the test.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc, implanted: (B)(6) 2010, explanted: (B)(6) 2023. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.